Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure related to the device's keypad was observed. The device's front panel/keypad led pca was replaced to address the issue.